Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin infection at the infusion site on the leg, which developed after more than 48 hours of pod wear. The patient reported that the infusion site developed inflammation, redness, and pain, which prompted him to seek medical attention. On (B)(6) 2026, the patient consulted a healthcare professional, who drained the site and prescribed antibiotics. The medical visit was lasted several hours and the patient returned home the same day.